Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain and inflammation around the ipg site. The patient was prescribed medication to help with the pain and inflammation around the site.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient developed an allergic reaction around the battery site with the bacterial powder being used during incision. The patient was prescribed antibiotics by the physician. Upon follow up, the allergic reaction around the battery site was resolved. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing pain and inflammation around the ipg site. The patient was prescribed medication to help with the pain and inflammation around the site.